Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/19/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection showed the lens was cut in two pieces, this could be related to the explant process. The reported issue could not be verified. Manufacturing records review: the manufacturing record evaluation could not be performed because the model and serial number of the complaint product are unknown. Labeling review: a labeling review could not be performed because the model and serial number of the complaint product are unknown. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Per follow-up, it was confirmed there were no complications such as incision enlargement, vitrectomy or capsule tear when removing the lens. The replacement was a model aab00 15.5 diopter. The event resolved without further intervention. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: (B)(6) 2017 is provided as a best estimate date for the one month post-op exam (post implant of the left eye) when symptoms were reported. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. PMA/510(k) #: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a monofocal study intraocular lens (iol) was implanted into the right eye (od) on (B)(6) 2017. At the one month, post-op study visit (for the left eye implanted on (B)(6) 2017) the patient reported (non-directed) mild halos; extreme bother from halos, glare, starbursts, sensitivity to light, streaks of light, and low light vision, dry eyes, undesired optical phenomenon. The best-corrected distance visual acuity (bcdva) was 20/15 in the right eye. After treatment for dry eye symptoms remained and the decision was made to explant the lenses. The lens in the right eye was explanted on (B)(6) 2017. No additional information was provided. The patient had bilateral lens implants. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
Additional information: during follow-up, the serial number was provided. Therefore, the following fields have been updated accordingly: brand name: tecnis symfony, common device name: multifocal iols, product code: poe. Model#: zxr00, (B)(4), catalog#: zxr00u0160, expiration date: 5/2/2022, (B)(4). PMA/510(k)#: p980040, (B)(4). Device manufacture date: 5/2/2017. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in further review of this event and MDR filings, it was noted that the actual suspect device for this event (the lens for the right eye) was not returned as it was initially indicated in the supplemental MDR#1. This MDR report captures the correct device evaluation. The following fields were updated accordingly: device available for evaluation: no. Device returned to manufacturer: no. Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Historical data analysis: a search in complaint history revealed that no similar complaints were received for this production order. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.